Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007199, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007199 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac m14 on 25-may-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4e03401 was manufactured according to the wi version 37 and manufactured in the line l3, on 23-may-2024, with a total of (B)(4) units. The lot 4e03403 was manufactured according to the wi version 37 and manufactured in the line l3, on 24-may-2024, with a total of (B)(4) units. The lot 4e03402 was manufactured according to the wi version 37 and manufactured in the line l3, on 23-may-2024, with a total of (B)(4) units. The lot 4e03399 was manufactured according to the wi version 37 and manufactured in the line l3, on 21-may-2024, with a total of (B)(4) units. The lot 4e03402 was manufactured according to the wi version 37 and manufactured in the line l3, on 23-may-2024, with a total of (B)(4) units. The lot 4e03462 was manufactured according to the wi version 37 and manufactured in the line l3, on 25-may-2024, with a total of 31,360 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. The patient resolved issue by changing supplies as necessary and resumed insulin therapy. No further information available.